Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On friday (B)(6) 2022, it was reported by an arthrex sales representative lina severs via email, (received direct from the patient) that part number ar-8771-0427x (batch# 12878793) - dynanite compression plate, 4 hole square, 27mm was removed in a revision surgery due to alleged pain. This was discovered during the period between the initial surgery. We are awaiting further information from the surgeon on this case which has been requested in writing.